Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The event occurred in (B)(6).

Event description:
The customer asked for an investigation of a patient sample for thyroid tests performed on a cobas 8000 e 602 module with unknown serial number. Refer to the attachment to this report for all data. The initial test results were reported outside the laboratory. This report is for the ft3 reagent. Patient identifier (B)(6) for the ft4 reagent. There was no allegation of an adverse event. Insufficient sample was available for further investigation. The differences in results between the e602 and e601 modules and the e411 analyzer may be due to a biological interferent present in the sample. Without additional sample material to investigate, it is not possible to test this possibility.